Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements for magnetic resonance imaging (MRI) conditions. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements for magnetic resonance imaging (MRI) conditions. This lead remains in service. Additional information was received mentioning that the patient recently showed up at a different clinic, and they suspected thresholds continued to be high. They had seen the patient some months prior, and they were fine. Related cases were found where rv lead thresholds were high several and the lead was attempted to be repositioned, nonetheless the lead did not move. The field representative was going to check the device the day after the recent call. The plan was to leave the lead programmed with high outputs until post generator change. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements for magnetic resonance imaging (MRI) conditions. This lead remains in service. Additional information was received mentioning that the patient recently showed up at a different clinic, and they suspected thresholds continued to be high. They had seen the patient some months prior, and they were fine. Related cases were found where rv lead thresholds were high several and the lead was attempted to be repositioned, nonetheless the lead did not move. The field representative was going to check the device the day after the recent call. The plan was to leave the lead programmed with high outputs until post generator change. The rv lead remains in service at this time. No additional adverse patient effects were reported.